Event description:
It was reported by the customer that 6 of the bd plastipak¿ syringe were received unsealed. The following information was provided by the initial reporter, translated from portuguese to english. Product packaging arrived at the hospital unsealed, so the product was not sterile.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 6 of the bd plastipak¿ syringe were received unsealed. The following information was provided by the initial reporter, translated from portuguese to english. Product packaging arrived at the hospital unsealed, so the product was not sterile.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 21-dec-2022. H6: investigation summary: sample and three photos received by our quality team for investigation. Upon visual evaluation, it is possible to confirm the complaint, observing the issue during the sealing deviation in the paper alignment. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples from the same lot were evaluated, no defects or issues observed. Based on the available information, more than two root cause were identified, we are unable to identify a direct root cause related to the manufacturing process at this time.